Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for a routine follow up, inappropriate auto mode switch episodes and noise was observed on the device. Patient was asymptomatic. Device had intermittent sensing post p-wave variation in interval and amplitude which showed inconsistent intrinsic activity. No other electrical anomalies. Patient was to be brought in for further testing. No further information available.